Manufacturer narrative:
The rib cutter in question was not returned for further analysis. Review of the design, manufacturing batch record, and technical documentation found no non-conformities. Inspection of product from the current production lot indicate that the rib cutters meet specifications and perform as intended. Unable to draw a conclusion from the information available.

Event description:
The instrument did not cut the ribs but crushed them instead. This caused an estimated additional hour during the surgery. The procedure was completed successfully and the patient did have a good outcome. This issue occured with the first use of the instrument. As reported.